Event description:
It was reported that a dexcom g7 sensor paired to an ilet bionic pancreas did not display glucose readings on the ilet after warmup, while readings were present in the dexcom g7 app, indicating a pairing and communication issue between the cgm and the ilet; the user does not use a dexcom receiver and was assisted with toggling the g6/g7 setting and re-entering the pairing code, after which readings began to appear. Symptoms included no glucose values or alerts on the ilet. Outcomes included temporary loss of cgm data display on the ilet without alarms or clinical intervention. Investigation included customer counseling and device troubleshooting focused on pairing workflow and configuration. Investigation of this case revealed that the ilet subsequently received cgm data after reconfiguration, consistent with resolution of a connection or pairing delay. It was concluded that the event was related to a transient pairing or communication issue between the ilet and the dexcom g7 that resolved after guided troubleshooting.